Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(4) of fever and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced fever and peritonitis manifested by cloudy effluent and abdominal pain. On (B)(6) 2011, the patient required hospitalization. On an unreported date, the patient began remedial therapy with ciprofloxacin. The cause of the peritonitis was a history of noncompliant to treatment. Dianeal pd2 unknown bag therapy was ongoing. At the time of this report, the peritonitis had resolved, but the patient remained hospitalized. It was not reported if the fever had resolved. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 unknown bag therapy. The nurse did not provide an assessment of causality for the event of fever.